Event description:
It was reported that the asymptomatic patient presented for the implant surgery. During the surgery, the right ventricular lead exhibited high impedance value and high capture thresholds. The lead was explanted and a new lead was implanted successfully. The patient was stable throughout the whole procedure.

Manufacturer narrative:
Analysis was normal. No anomalies were found.